Event description:
Customer states joystick locking up during use and saying "goodbye". No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 3gar, serial number/date code (B)(4) is approximately 3 years 10 months old. The owner's manual part number 1143151 rev f (sep-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer states chair had at least 3 joysticks replaced due to joystick locking up during use and saying goodbye. Will trouble shoot further to see if there are any other issues that could be causing the joystick failure.